Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The device was also received with a minor scratched liquid crystal display window, cracked case near the display window corners.

Event description:
The customer reported via phone call that the insulin pump had been exposed to water. He stated that he had gone snorkeling into the water and now the insulin pump no longer worked. The caller did not provide the blood glucose reading and the call was transferred for customer assistance.